Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer successfully interrogated both wireless and non wireless devices on the test bench. Screws missing from display hinge plate.

Event description:
It was reported that the programmer was having trouble interrogating devices and maintaining telemetry, both wired and wirelessly. Radio frequency (rf) heads were switched out and the situation persisted. Programmer was returned for service. No patient complications were reported as a result of this event.